Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a two-way extension set 2 microclave¿ clear, where it was reported in the surgery area, during a segmental pulmonary lobectomy procedure (right lung), the bifurcated connector with ultiva infusion was connected and working well. Then during the middle of the surgery the patient moved. The vein and lines were checked, and leakage was noticed at the connector. The area where the intravenous access was patched just by one of the ports of the bifurcated connector was reviewed very well with the anesthesiologist, noticing that it was necessary to change it. The device was replaced with no additional reports of problems. The event occurred during patient use however, no one was reported harmed as a result of this event